Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor therapy. It was reported that there was an infection at lead entry site. The patient had been treated for infection per dr. (B)(6). There was a system removal per dr. (B)(6) as the doctor was doing another procedure on the patient and removed the system at the same time. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2dhp9, implanted: (B)(6) 2021, explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.